Manufacturer narrative:
This male patient of unknown age and medical history experienced a thrombotic event and a myocardial infarction after implantation of an unknown number of cypher stents. The indication of the index procedure was unknown. Percutaneous coronary intervention was performed in the left anterior descending (lad) and right coronary artery. Description of the lesions such as percentage of stenosis, tortuosity, presence of calcification, etc, was not reported. Vessel classification was not reported. Baseline measurement of ejection fraction was not reported. There is no information regarding procedural details such as: debulking or pre-dilation of lesion before stent deployment, pre and post procedure cardiac enzyme values, pre and intra-procedure medications used. An unknown number of cypher stents of unknown length and diameter, unknown lot number and unknown expiration date, were deployed at unknown pressure in an unidentified section of the lad and rca. Post dilation of stents was not reported. The residual diameter stenosis was not reported. Confirmation of complete stent apposition to the vessel wall by ivus was not reported. Timi flow was not reported. The report did not indicate when the patient was discharged from the hospital. Post-interventional treatment with plavix was reported for three months. Approximately one year later, the patient experienced the thrombotic event and myocardial infarction. No additional information was available. The products remained implanted in the patient and are thus not available for evaluation. A device history records (DHR) review could not be conducted because the lot numbers of the products were not reported. Thrombotic events and myocardial infarctions are known potential adverse events following stent implantation. Patients who are known to be at high-risk for thrombotic events include those with long lesions, a vessel diameter less than 3mm and previous thrombus. With such limited patient and procedural information available for review, the lack of availability of the product's lot number to perform a DHR review and the unavailability of the product to analyze, it is not possible to determine what factors may have contributed to these events. This is one of two products involved with the reported event. The associated manufacturer report number is 3003742446-2010-00046.

Event description:
The patient underwent a coronary intervention on (B) (6) 2006. During this operation, two cypher stents were implanted in his coronary arteries. The stents were placed in the patient's left anterior descending artery and right coronary artery. The patient's physician discontinued the use of plavix three months after the index procedure. Approximately one year later, the patient suffered subsequent late stent thrombosis and myocardial infarction at the site of the stents requiring medical treatment and/or the requirement of lifetime plavix therapy.